Event description:
No additional information provided from customer.

Manufacturer narrative:
This report is being supplemented to correct d4 - primary UDI number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal cover exhibited a missing distal attachment. The issue occurred during sedation of therapeutic endoscopic retrograde cholangiopancreatography while the device was inside the patient. The procedure was completed with the same device without any delay. There were no reports of patient harm.